Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) did not boot-up correctly, and displayed error messages: "system battery is dead- replace and run setup, real time clock error and sys configuration data read error." As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.